Manufacturer narrative:
Device evaluation; the device related to the reported event of rupture was received on november 08, 2019 with lot number 1746167. Analysis of the returned device identified: opening extended on radius and underweight. A visual and microscopic analysis was performed which identified striated opening on posterior and anterior, sharp opening on posterior, creases flat and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a striated opening on anterior and posterior due to surgical damage consist in the use of some surgical tool. A sharp opening on posterior due to an unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.